Manufacturer narrative:
The patient experienced a similar adverse event with the same device model number on (B)(6) 2020. The event is documented in MFR report # 3003464075-2020-00041. The patient experienced a similar adverse event with the same device model number on (B)(6) 2020. The event is documented in MFR report # 3003464075-2020-00043. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. The instructions for use warn that the device must be used under the prescription of a physician. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Monitoring of the patient should be performed regularly to ensure an appropriate response to therapy. Biocompatability has been established.

Event description:
A report was received on 13 jul 2020 from the home therapy nurse (htn) of a (B)(6) year old female patient, with a medical history of renal osteodystrophy, secondary hyperparathyroidism, diverticulitis, end stage renal disease and an adverse reaction during hemodialysis treatment the previous day, stating patient had an adverse reaction during her second hemodialysis session with the device on (B)(6) 2020. Additional information was received on 16 jul 2020 from the htn who stated symptoms began twenty five minutes into treatment and included nausea, abdominal pain, diaphoresis, shaking and blood pressure decrease from 121/91 mmhg to 94/48 mmhg. The patient was given 2 l/min of oxygen per nasal cannula and 25mg diphenhydramine IV, and treatment was terminated without rinseback. Symptoms resolved within fifteen minutes of diphenhydramine administration and no other medical intervention was reported.